Event description:
This is to report an issue with the dexcom g7 continuous glucose monitor. It is not a one-time issue - it is an ongoing issue that many dexcom users consistently experience and affects the quality of my life. It makes it much more difficult to manage my type 1 diabetes. I am therefore not including a model number, lot number, etc. As this happens repeatedly with multiple sensors. My primary issues are the frequent sensor inaccuracies and false alarms. The readings often deviate significantly from fingerstick values, at times by 50 to 100 mg/dl. These discrepancies are disruptive, cause a good deal of stress, and can be dangerous if treated without a fingerstick check. I am consistently running out of test strips before my prescription allows for refills, so I often have to order test strips and pay out of pocket. The dexcom g7 is often alarming for a high or low blood sugar, but when I check against a fingerstick value, it is often way off. In addition, when a calibration is entered, it often does not register in the app and the reading does not change right away, or it changes to something significantly different from the actual fingerstick value. I have had to replace multiple sensors, even though I have followed all dexcom-provided guidance for insertion, calibration, and device pairing, and maintained up-to-date software -- yet the issues persist. It is clear that these issues are not based on individual user error. At this point, the g7 is a source of ongoing stress rather than support and I am considering switching to another type of continuous glucose monitor.